Event description:
It was reported that the user experienced marked hyperglycemia after a high-carbohydrate meal without a meal announcement while using the ilet with an infusion set; subsequent inspection found a leaking infusion site and the user disconnected from the pump and transitioned to subcutaneous insulin injections. Symptoms included elevated blood glucose values exceeding 500 mg/dl. Outcomes included interruption of pump therapy, site change guidance, and continued management with long-acting and rapid-acting insulin to avoid insulin stacking prior to reconnection. Investigation included troubleshooting support, infusion site assessment, and collection of the infusion set lot number. Investigation of this case revealed a compromised infusion site with leakage, consistent with under-delivery of insulin. It was concluded that hyperglycemia was attributable to missed meal announcement compounded by infusion site failure leading to insufficient insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.